Event description:
On an unknown date, this patient was implanted with a gore excluder bifurcated endoprosthesis. In 2008, the physician stated that the patient experienced a contained rupture with abdominal pain, and was treated with a cook zenith renu aaa ancillary graft. Additionally, a femoral-femoral bypass was completed successfully. Further information is being requested.